Event description:
It was reported that the device would not deliver defibrillation energy through the hard paddles or the defibrillation electrodes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the isolation relay assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.